Event description:
One of two events where the clinic reports that the "tee" port split during treatment. F/u conversation with the clinic describes problem as the saline line separating during treatment. During the first event the pt lost 150cc's of blood. The second event there was minimal blood loss <20cc's. No samples are available. 2 questionnaires faxed to the clinic. MDR filed due to blood loss only.